Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements greater than 125 ohms 3 months post implant. Boston scientific technical services (ts) discussed troubleshooting options, including the option of continued monitoring. No adverse patient effects were reported. This product remains implanted and in service.